Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified because the customer reported malfunction was not found. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope had image noise. The issue occurred during inspection for use. There were no reports of patient involvement.